Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for investigation. Signs of use in the form of biological material were observed on the sheath tabs. Visual examination revealed the sheath halves were completely separated from one another. The separation was not completely along the score lines and the points appeared stretched and jagged. One score line was completely torn. Both tabs were secure to their respective half. The total length of the sheath body measured to be 4.0625" which is within specifications of 3.875-4.125" per peel-away sheath graphic. The outer diameter of the sheath measured 0.098", which is within the specification limits of 0.093-0.099" per the sheath extrusion graphic. The inner diameter of the sheath tip measured 0.074", which is within specifications of 0.074-0.075" per peel-away sheath graphic. A manual tug test confirmed both tabs were fully secured to the sheath body. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull away from the catheter while withdrawing from vessel until sheath splits down its entire length.". The report of a peel-away sheath tearing incorrectly was confirmed through complaint investigation. Visual examination revealed the sheath did not tear completely along its score lines. The sheath met all relevant dimensional requirements. The appearance of the defect seems consistent with damage that occurred during the manufacturing process. Manufacturing was contacted and confirmed that this issue is likely manufacturing related. Based on the customer report, the sample received, and feedback from the manufacturing site, it was determined that manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "as the peal away sheath was being removed it broke approximately halfway down the body of the sheath on one side. All the sheath was removed successfully.". No patient harm was reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as "as the peal away sheath was being removed it broke approximately halfway down the body of the sheath on one side. All the sheath was removed successfully.". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).